Event description:
The pin index system for the air gas block was noted to be missing the pins. There was no reported pt injury. The air gas block was returned to the mfg site for investigation, and the reported complaint was confirmed. Assembly and test procedures were reviewed and found to be adequate. Assembly personnel have been informed of the reported complaint. This is the first MDR involving an excel 210 se anesthesia machine wherein the air gas block was noted to be missing the pins for the pin index system.